Manufacturer narrative:
Additional information: section h10: narrative text. Additional information indicated per medical opinion, the edwards commander delivery system did not cause or contribute to the reported aortic dissection. It was determined that ¿improper¿ use of the non-edwards sheath caused the dissection. Severe thoracic aorta tortuosity and moderate to severe calcification was also reported. The patient was reported to be in good condition. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (advanced age, thoracic tortuosity) likely contributed to the aortic dissection and subsequent stent graft placements. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a transfemoral valve in valve (viv) case a 23mm sapien 3 ultra valve deployment in an existing aortic surgical valve was planned. The decision was made to use a ¿long¿ non-edwards sheath to better engage the thoracic tortuosity. At the end of the successful valve deployment, the echocardiographer noticed a rupture in the thoracic aorta. The dissection was covered with 2 stent grafts. The patient was in intensive care post procedure. Both valves remain implanted in the patient.